Event description:
It was reported that on the ligasure "the jaws were not aligned, would not cut or cauterize." There was no patient injury reported by the user facility.

Manufacturer narrative:
At the time of this report, a device investigation has been started but not completed. Once a device investigation has been completed, a follow-up MDR will be submitted.